Event description:
It ws reported that the 9400 system would not boot up and had a precharge error code. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure was verified. The generator batteries were found to be weak and leaking. The batteries were not original equipment and the wiring had been modified. There are no longer parts available. A follow up report will be filed when add'l details become available.